Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One regular tr band assembly was returned for product evaluation. The returned components were subjected to visual inspection and no anomalies were noted. Functional testing was performed. The return device was inflated per the product instruction for use (IFU) with 15 ml of air and submerged in water. Air bubbles were noted at the communication port between the large and small balloons. The communication port was visually inspected under microscope and it was noted that the communication port was partially ripped apart. The complaint can be confirmed for airflow issues. It is likely that the balloons were attempted to be separated prior to inflating which could have caused the rip in the communication port therefore resulting in the air leakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was applied to patient's wrist. When air was added to the band the balloons did not inflate. They stated that they thought there was a hole in one of the balloons. Another tr band was applied with no issues. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 27apr2021. The procedure for the patient prior to the use of the tr band was a left heart catheterization.